Event description:
It was reported that a sheath detachment occurred. The target lesion was in the lower leg. An opticross peripheral imaging catheter was advanced to view the target lesion but while in the vessel, the catheter broke. The device was removed and the procedure completed with another of the same device. There were no patient complications.